Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site, customer's blood glucose (bg) was recorded as low and experienced cramping. Customer consumed carbohydrates. Customer lost consciousness. Paramedics were called and customer was treated with a glucagon injection, food, and milk. No injury was reported. Technical support advised customer to follow prompts on pump screen to avoid accidental over delivery of insulin. Recommendation was made to continue to monitor bg and to follow up with their healthcare provider for additional assistance as necessary. Customer understood and acknowledged.

Manufacturer narrative:
Per tandem diabetes care user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.